Event description:
It was reported that the pt's implantable neurostimulator displayed an end of service (eos) message after being implanted for two weeks. A longevity eval indicated expected life of one month at settings reported (6.5v, 6.5v, 450, 450, 70hz, 24 hr/day usage with their imped of 251 and 258ohms).